Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #24, it was verified its nonosseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.